Manufacturer narrative:
(B)(4). The homechoice (hc) device evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to this volumetric failure. A review of the service history revealed no failures or problems that were the same as, or similar to this event and there was no indication that the parts replaced during servicing caused or contributed to this event. The external/internal inspection was performed and the device passed, along with all of the electrical testing. The fluid volumetric accuracy test that was performed, had failed with the original piston foam. However, when a test article, piston foam, was installed, the device passed the accuracy confirmation testing. A more detailed inspection of the door assembly was performed and it showed that the piston foam was deteriorated. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. This issue is being further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Since the device failed during evaluation, there no patient involvement.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and an evaluation is being performed. Should additional relevant information become available, a supplemental report will be submitted.